Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified alarms occurred in the middle of the night. Reportedly, the user did not know a specific event date. There was no impact to the user's blood glucose level. A follow up with a clinical diabetes specialist confirmed that the user no longer had issues.